Event description:
A pump malfunction was reported by the caller, who experienced no prior notable events. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, technical support arranged to send a replacement pump with updated software. Although the customer currently had no backup therapy, they planned to contact their healthcare provider. The customer was instructed on how to store the faulty pump and return it using a provided pre-paid label, and they understood the steps to follow upon receiving the replacement.